Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the emergency room with dark urine due to hemolysis. The patient¿s lactate dehydrogenase level elevated to 1845 u/l, and decreased to 760 u/l with hydration. The patient was not treated with heparin due to heparin intolerance. The issue resolved, and there have been no further atypical pump parameters. The patient was enrolled in hospice because they are not a candidate for a pump exchange due to previous comorbidities.